Event description:
Event: (cc# 98-00660) iab was inseted into pt without sheath. Iab leaked during insertion. Pt needed vascular repair from event. Second iab was inserted into pt and pt was fine after second iab was inserted. Iab was not returned to datascope for evaluation. Iab was discarded by facility. On 6/17/1998, following info was reported to datascope: upon insertion, iab did not inflate. There was no pt injury or complication as result of event. Pt was stable after event on 5/30/1998. [Event complications]: injury to artery/surg. Repaired rpt'd 6/2/1998; none-rpt'd 6/17. [Pt's current status]: rpt'd 6/17/1998.